Manufacturer narrative:
E.1.: initial reporter last name: (B)(6). The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis patient experienced difficulty breathing, felt unwell, was unable to drink water, and felt thirsty during an unknown process step. It was not reported if the patient was connected to the homechoice device at the time of the events. The patient reported that they should receive 1800ml; however, 1996 ml had been administered. The patient was assisted over the phone to perform a manual drain and therapy was discontinued. According to the reporter, the patient had been given the wrong machine, however no further details were provided. There was no report of medical intervention associated with this event. No additional information is available.